Manufacturer narrative:
The customer cancelled the service call.

Event description:
It was reported that the 9600 system had a pre-charge failure error during a case. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.